Event description:
A pt was discharged with a cold pack following foot surgery. The pt reused the pack at home by refreezing it. The pt did not believe any of the contents of the ice pack leaked out. Pt observed a "bum" on their foot after the use of the refrozen ice pack. Pt was seen by a burn specialist, who did skin graft surgery for this burn injury on pt's foot.